Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: unknown. Section d4, model #, of the initial medwatch report should have stated: asku. The device serial number has never been received, therefore the UDI# cannot be determined. Ventec had been provided with a copy of voluntary medwatch report mw5146521 from the original device manufacturer, invacare. Ventec has since reached out to invacare and asked if they had obtained any further information from the reporter about the device involved in this event. Invacare advised that there was no further information and that they were unable to provide the device serial number and therefore no UDI#. Similarly, in the initial medwatch report section d4 model# and d4 catalog# reflect what was provided by the patient in voluntary medwatch mw5146521, and invacare was unable to confirm the accuracy of what had been reported in that voluntary medwatch. No further information about this device, or event, can be provided.

Manufacturer narrative:
H6: the device's serial number was not provided to ventec. As a result, ventec is unable to confirm the device's service history, or if it was returned for evaluation following the reported event. Due to the lack of information, ventec is also unable to determine if the device use contributed to the patient's injury. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The previous device manufacturer provided ventec with a copy of voluntary medwatch report number mw5146521, which stated the following: "prescribed CPAP and oxygen concentrator in 2009. Developed left sinus mass (B)(6) 2012 as inverted papilloma virus. Equipment came from (B)(6), now (B)(6) health. Requested (B)(6) to check oxygen concentrator many times of the year sand was told there were no serviceable parts to inspect. Every oxygen concentrator they delivered was a used machine that came with minimal instructions and no documentation. My pulmonologist was told the same. Sinus surgery on (B)(6) 2023 to remove the inverted papilloma virus. I made a complaint to medicare pre surgery, and called (B)(6) together, to which they stated they would check my current oxygen concentrator. The technician came after my surgery with a form to sign making the current machine mine. The technician only checked the air now. When I informed him about my sinus surgery, he agreed to open the machine and pulled out the filter which was black. I stated I would not wish to keep this machine, an invacare platinum 10l oxygen concentrator ilc10lx, he called (B)(6) and they delivered my first brand new machine the next day. I suspect that my sinus mass was due to dirty machines, and I'm sure others have suffered due to the lack of service." The reporter alleges that as a result of the device use they developed a left sinus mass (inverted papilloma virus) in 2012 which required sinus surgery in 2023 to remove. No further information about the patient was provided. The device's serial number was not provided in the voluntary medwatch report. As a result, section d4 (serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.